Event description:
It was reported by service report that the bed will not lower due to a stuck motion interrupt pan. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: motion interrupt pan.